Manufacturer narrative:
The pod was received with the soft cannula deployed. No issues were found with the needle mechanism or in the download data that would result in the formed needle deploying late. Although no issues were noted with the needle mechanism components, it could not be determined when the formed needle deployed. A root cause for the reported needle deploying late could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the needle/cannula did not deploy as intended during activation. Patient removed the pod and then the cannula deployed.